Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. On interrogation, the right ventricular (rv) lead exhibited high thresholds with a drastic increase noted over a few days. The lead remains in use. No further patient complications have been reported as a result of this event.